Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker had reached elective replacement (eri) voltage but the eri alert had not triggered. The replacement procedure were discussed but not performed. There was no patient consequences.

Event description:
New information received notes the pacemaker was explanted and replaced on (B)(6) 2022. Patient condition was stable.

Manufacturer narrative:
The device was received from the field with battery voltage at end of service level and programmed to high settings. Electrical, and mechanical analysis performed indicated normal functionality, and the battery voltage has reached end of service level. Field settings indicated auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Longevity assessment was performed, based on nominal settings, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
New information received notes the pacemaker was explanted and replaced on (B)(6) 2022.